Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaints for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
During a peripheral angiogram, the guidewires hydrophilic coating detached within the patient's right leg. The physician was not able to retrieve the foreign body from the patient. The procedure was cancelled.